Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the they have been having problems charging the implant, so they got a replacement recharger, and it helped for a while. Then 2 days ago, they kept getting error messages replace controller batteries soon and software problem (1-intellis, 2-3.6, 3-1546, 4-@manager.c) every time they tried to charge the implant. Patient mentioned that if they could finally charge the implant, it usually lasts a couple of days but now the implant was dying in the middle of the day even though the implant was fully charged. Agent reviewed replace controller batteries message. Agent had patient reset the controller, inspect visible damage to the battery compartment pins, battery pack, recharger and controller port, and clean the connections. Patient confirmed no visible damage. Agent had patient start a recharging session and patient mentioned sometimes they have a hard time to connect and they would get stuck at checking the recharger message. Agent had patient disconnect and reconnect the recharger and patient got no device found message then went to passive recharge mode even though the implant has 70% charge. The issue was not resolved. Agent sent a repair request to replace the controller. Additional info received from patient that they're still experiencing problems in recharging the implant even after receiving the replacement controller. Patient mentioned that they tried to use another recharging paddle and they're able to connect. Patient noticed that the cord that goes to the paddle felt loose already. Agent sent request to repair to replace the recharging paddle.

Manufacturer narrative:
Correction: the initial reporter's last name in section e and the patient identifier in section a1 have been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.